Manufacturer narrative:
Date of event estimated. Date of implant estimated. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number wer not provided. The reported patient effect of myocardial infarction is listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported myocardial infarction, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient deaths mentioned are being filed in a separate medwatch report number. Article, titled "comparison of outcomes after treatment of in-stent restenosis using newer generation drug-eluting stents versus drug-eluting balloon: patient-level pooled analysis of korean multicenter in-stent restenosis registry."

Event description:
It was reported through a research article identifying that xience prime stents may be related to the following: death, myocardial infarction, revascularization and rehospitalization. This article summarizes clinical outcomes of 628 patients that were treated with xience prime stents. Specific patient information is documented as unknown. Details are listed in the article, titled "comparison of outcomes after treatment of in-stent restenosis using newer generation drug-eluting stents versus drug-eluting balloon: patient-level pooled analysis of korean multicenter in-stent restenosis registry."